Event description:
It was reported that the patient passed out. It was noted that the device did not deliver therapy due to stability criteria, as the episode cycle length was slightly irregular, thus nid (number of intervals to detect) was reset by stability. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).